Event description:
The customer stated that he was hospitalized due to hypoglycemia. Troubleshooting was performed, and the insulin pump passed the lead screw and self tests. It was found that on the day following the event, the insulin pump had alarmed and cleared all of the settings. The customer had already programmed the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, the device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.